Event description:
It was reported that an ilet pump became wet and subsequently failed to complete the rewind process, presenting persistent alerts consistent with a consecutive stalled motor condition; the user discontinued pump use and transitioned to backup therapy, and a replacement device was arranged. Symptoms included no reported adverse clinical effects and no changes in blood glucose prior to device disconnection. Outcomes included interruption of insulin delivery and reliance on alternative therapy without hospitalization or medical intervention. Investigation included customer service troubleshooting and education, device restart attempts, and arrangements for device replacement. Investigation of the returned device revealed ongoing motor stall alarms during rewind consistent with a malfunction of the insulin delivery motor component. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to motor stall, with contributory exposure to moisture not fully verifiable.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.